Event description:
On (B)(6) 2024, the patient reported experiencing low blood glucose (bg) readings (50 mg/dl) early on the mornings of (B)(6) after consuming coca-cola, bg increased to the 140s both times. The patient did not experience typical hypoglycemia symptoms (such as sweating) despite the low readings. The clinician discussed cgm accuracy and advised verifying readings with a blood glucose meter when lows occur. The patient was asked to sync the ilet device with the app and was counseled on possible causes of overnight lows, including: increased activity during the previous day leading to delayed hypoglycemia. Prior high bg levels prompting ilet to increase insulin dosing aggressiveness, later resulting in lows. Evening factors such as unannounced meals, snacks, or alcohol causing correction doses and subsequent overnight hypoglycemia. The patient was unable to identify a clear cause. The clinician recommended monitoring for recurrence, contacting cds or hcp if the pattern continues, and considering a sleep cgm target adjustment if necessary. The patient acknowledged the discussion and had no further questions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.